Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient received inappropriate atp for post-sensed t-wave oversensing. Programming changes were discussed. According to the clinician, this has occurred before and the patient elected not to do anything about it. No programming changes were made. The physician was not comfortable doing any changes. The patient also did not want to pursue with any other changes. No further therapy issues were seen, and the patient was stable before, during or the event.